Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out of ranee shock impedance measurement greater than 125 ohms. Subsequent measurements were within normal limits in the 40 to 50 ohms range. No adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).